Event description:
The initial reporter complained of a discrepant result for 1 patient tested for troponin t (tnt) on a cobas e801 analyzer. The initial tnt result was 0.0364 ng/ml. The sample was repeated on the same analyzer as well as another analyzer, resulting as 0.003 ng/ml with a data flag both times. The erroneous result was not reported outside of the laboratory. Two more samples from the patient resulted in tnt values of 0.003 ng/ml with a data flag. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The last calibration was on 07-dec-2022 and was acceptable. Qc was also acceptable. No issues were identified during a review of the alarm trace data. A general instrument or reagent problem could not be identified. The cause of the event could not be identified.